Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the patellar component. Surgeon stated that the patella was over-resected during primary surgery, and that a fracture of the patella caused loosening of the prosthesis.